Manufacturer narrative:
The following items were provided by the customer for investigation: one used ICU medical 0.9% sodium chloride injection, usp 50 ml intravenous bag; list# 079840455, lot #5622418. One used bag spike adaptor with chemoport; list# and lot# unknown. One used. List #142550489, primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch; lot #5538882. One used microclave; list # and lot# unknown. One used spinning spiros; list and lot# unknown. The complaint of leakage was confirmed on the returned used primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The filter on the vent plug was wetted out with prior infusate. The product was leak tested per product specification. There was a leak from the filter on the vent plug juncture with the cap open. The leakage appeared to seep through the filter vent material from various locations. There was also a leak observed from the outlet filter on the in-line filter cassette. The filter was infused with red-dyed water to verify the exact location of the leak. The leak came from a localized area of the filter that had been wetted out with prior infusate. The probable cause of both leakages is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The device history record (DHR) was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a ndehp pe-lined plum 0.2flt-sl that was reported to have leaked etoposide at the filter site during infusion on a patient in the medical oncology unit at 17:30. The nurse continued to finish the dose with gauze covering the filter so that the chemotherapy did not leak onto the patient. The pharmacy department was notified and replaced the filter which also leaked. Although there was a delay to the patient's chemotherapy treatment, no human harm was reported.